Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer did not have the device serviced by philips. The km responder could not provide any further details regarding the resolution of the event. Due to the insufficient information available, it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm for the rate per minute being too low. There was no patient involvement when the issue occurred. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #:(B)(6).